Event description:
A surgeon reported an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon does not blame the lens for the event and both he and the patient are satisfied with the results. In a follow-up, the surgeon reported the event resolved without treatment. An unapproved viscoelastic was used during the implant procedure.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. The sample was not returned. Action taken: investigation has been completed based on current information. There have been no other complaints reported in the lot number. Additional information was requested 04/26/2011 by fax and mail. A completed questionnaire was received 05/02/2011. (B)(4).